Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part: 314.468; synthes lot: 6450544; supplier lot: na. Release to warehouse date: august 11, 2010. Manufactured by synthes brandywine. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service & repair evaluation the customer reported the device was missing a piece. The repair technician reported the spring was missing. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Visual inspection: the holding sleeve for stardrive screwdriver shaft t8 was received at us customer quality (cq). There was no damage evident on the exterior of the device. Upon disassembly, it was identified that the coil spring component was missing. The received condition was consistent with the complaint condition thus the complaint was confirmed. Dimensional inspection: dimensional inspection not performed due to a conclusive finding of a missing component. Conclusion: the overall complaint was confirmed for the received holding sleeve for stardrive screwdriver shaft t8 as the coil spring component was missing. Although no definitive root-cause can be determined, it is possible the spring was mishandled while the device was in a disassembled state. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in USA as follows: it was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the holding sleeve for stardrive screwdriver shaft was missing a piece. There was no patient or hospital involvement. This complaint involves one (1) device. This report is for one (1) holding sleeve for stardrive screwdriver shaft t8. This is report 1 of 1 for (B)(4).